Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that the lv (left ventricular) lead could not be connected into the lv port in the header. It was further reported that when testing the new lv lead, there was high impedance while the lead was connected to the header, but excellent impedance while lead was in the analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.